Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 tricuspid regurgitation (tr), a restricted septal leaflet, and a large coaptation gap greater than 6mm for a triclip procedure. There was difficulty visualizing the clip during the procedure due to patient anatomy. One clip was deployed. Post-deployment a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the anterior leaflet. Two additional clips were implanted to stabilize the first. The final tr grade was 4. Per the physician the slda was due to pre-existing patient anatomy.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda and poor image resolution appear to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as two additional clips were implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 tricuspid regurgitation (tr), a restricted septal leaflet, and a large coaptation gap greater than 6mm for a triclip procedure. There was difficulty visualizing the clip during the procedure due to patient anatomy. One clip was deployed. Post-deployment a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the anterior leaflet. Two additional clips were implanted to stabilize the first. The final tr grade was 4. Per the physician the slda was due to pre-existing patient anatomy.